Manufacturer narrative:
Return status of the device/devices is currently unknown.

Event description:
Five yukon set screws migrated post-operatively. The patient will undergo revision surgery in the future. This record captures the fifth of the five screws.

Event description:
Five yukon set screws migrated post-operatively. Explant surgery has occurred. This record captures the fifth of the five screws.

Manufacturer narrative:
Correction to d.3. And g.1: updated from 'stryker spine- leesburg' to 'k2m, inc.' Correction to d.4: updated from unknown to hnph. It was reported that three yukon oct polayxial screws, spanning levels c4-c6, pulled out of the lateral mass approximately six months post-operatively. According to the rep, the set screws were still properly seated within the screws. No issue related to the reported event was found with this product; therefore, it is a concomitant product.